Manufacturer narrative:
(B)(4). The devices have been received and the evaluation is pending. A follow up report with failure investigation results will be submitted once the evaluation has been completed.

Event description:
A nurse reported that a nipride infusion was running at 0.5mcg/kg/min titrated for certain blood pressure parameters. At the time of the event, the drip was running at 25.11ml/hr. The infusion was found stopped with the pcu display stating "cannot sense pump." The patient's blood pressure did temporarily elevate when the channel was off. The drip was resumed on a different channel. The patient has since been discharged home. The devices were sent to biomed. Biomed tested the devices and found no issues. Tubing was discarded. All devices (2 pump modules and 1 pc unit) will be sent back to carefusion for evaluation. The customer did not provide any additional patient or event details.